Event description:
Boston scientific received information that during a routine device follow-up, the right atrial (ra) lead exhibited low p-wave measurements of 0.2mv and increased pacing threshold measurements. An x-ray was performed, and the ra lead was confirmed to be dislodged. The physician planned to evaluate the patient in three days and would determine whether to reposition the lead or reprogram the device. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. The field representative later reported that when the patient was evaluated, the device was reprogrammed to vddr and the physician was considering leaving the lead as it was. The patient and lead will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.